Event description:
The customer reported that they had a display that shuts off for unknown reason. This resulted in a temporary inability to monitor patients centrally until the customer replaced the monitor. There was no report of any patient harm as a result of the reported events. Note: the customer did not provide any patient information.